Event description:
Information was received indicating that cadd legacy 1 pump displayed alarm with no message displayed and after changing the batteries there were alarms with no volume. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were no disposable and high pressure alarm messages after the pump started. There were also power down, pump turned on and pump turned off messages. A functional check and visual inspection were conducted. The reported "alarming with no error message" issue was unable to be duplicated, but was most likely caused by "double beeping". The downstream sensor will be replaced to resolve the issue.